Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system would not power on. No further information regarding the reported issue as the customer cancelled the service request. The customer resolved the issue on their own, so no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not power on. No harm has been reported to philips. Philips has started an investigation of this complaint.